Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection there were indications of dried fluid on top of the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test (ast) test passed. The patient sensor calibration check passed. In the internal inspection of the cycler there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp1 filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. Fluid in the hp filters is related to the reported symptom code-- air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment and the treatment was cancelled. Fluid was found inside the cassette door in the pump module area and on the exterior of the cassette when patient was removing the cassette. Patient was not connected. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler the following day which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 2 of 5 of treatment and the treatment was cancelled. Fluid was found inside the cassette door in the pump module area and on the exterior of the cassette when patient was removing the cassette. Patient was not connected. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler the following day which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.